Event description:
During the procedure , a zimmer dermatome was used for skin graft. An integra dermatome blade was placed on the zimmer dermatome handle and fit without issue. When used on the patient, it caused a laceration. Labeling/warning not to use different manufacturer parts is unclear and not apparent to front line staff. The parts for the device from different manufacturers fit together without difficulty. Staff have no visual cueing in the assembly or operation of the device that these parts should not be interchanged. This facility has reported other similar events. Patients have required additional medical intervention as a result of injury devices fitting together and being used. Education has been provided, but has not prevented the mixing of device MFR parts to assemble the device.